Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The patient outcome is unknown.

Event description:
New information has been received confirming the patient did not survive. The user is questioning the "no shock advised" notification given by the device during a patient use event. The patient outcome is unknown.